Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 400 mg/dl. The customer reported the following led up to the event: the keypad was scratched and unresponsive, causing the navigation to be very slow, and will cause a bolus not delivered time-out alert. The event involved product(s) mmt-1880l, mmt-7020la, unomedical, mmt-332a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The customer reported an infusion set leak at the quick release or tubing. The pump was not dropped with the set in place. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The insulin delivery was not suspended due to the sensor glucose vs. Blood glucose difference. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer will discontinue using the device. Mmt-1880l was requested and the customer response was the device will be returned. No product return is required for mmt-7020la. No product return is required for unomedical. No product return is required for mmt-332a.